Event description:
A faulty right ventricular connector port was reported at implant attempt. The device was not implanted and was returned for analysis. It subsequently tested out of specification. No patient complications were reported as a result of this event.